Event description:
A malfunction alarm was reported, specifically malfunction code 9, with a fault ID of 0x20f1. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the caller in performing the reset, and confirmed that the issue did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction code appears again.